Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic. Non sustained right ventricular oversensing determined to be myopotential inhibition as well as post paced t wave oversensing was observed on the implantable cardioverter defibrillator. The low frequency attenuation filter (lfa) was programmed off. The were no patient consequences.